Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with front cover scratched and worn. The water tank cover was cracked on all four corners. The quick connect was corroded. The line cord was faded and worn. The enclosure had multiple scratches and nicks. The pole clamp was discolored and worn. Functional testing was unable to verify or duplicate the reported problem. The complaint was not confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device, it is no longer needed in the loaner pool and will be scrapped.

Event description:
It was reported that while testing the device it was discovered that it was operating at over temperature. There was no patient involvement and no harm/adverse event reported.